Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the device shut off with a burnt odor while in use. No injury reported.

Manufacturer narrative:
During logfile analysis, it was found that the device was in standby mode when the device performed a warmstart. In standby mode, there is no ongoing patient ventilation. The root cause for this warmstart was a malfunction of a pba and a o2 sensor. It was found that the electrical power circuit for the heating fan of the pba was thermally damaged. The device was developed according to iec60601-1 fire protection concept. If there occurs a malfunction at pba pi-power and the pato o2 sensor, the device posts an acoustical and visual alarm according to iec 60601-1-8. In case the device performs a warmstart, the device briefly powers off and than back on. The airway system will open to allow spontaneous breathing and an alarm is generated. After this, ventilation goes on with the parameters set by the user. Other than initially reported it was found that the device was in standby when it performed a warmstart. The exchange of the parts fixed the reported behaviour.

Event description:
Please see initial-report.